Event description:
The facility reported a colleague infusion pump with failure code 814:04. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 814:04 was confirmed in the pump's event history by a baxter service technician. The condition was not reproduced. The root cause of this condition was assigned to a faulty air in line printed circuit board. The air in line printed circuit board was replaced to correct this condition. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.